Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl on the continuous glucose monitor. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 82 mg/dl.